Manufacturer narrative:
Larger breast shields were sent to the customer. The customer was contacted by quality on (B)(6) 2011 for additional information. Per the customer, while using the freestyle, she was not getting milk out and developed mastitis. She went to the doctor who prescribed antibiotics, and the mastitis cleared up. A (B)(6) clinician also spoke to the customer ((B)(6) 2011 clinician conversation). The customer indicated that the larger breast shields sent by customer service allowed for breast emptying, but she still wanted to replace the pump and use only the hospital pump (different brand). The customer confirmed she was no longer experiencing symptoms, and is no longer using the freestyle pump. An initial evaluation of the complaint and follow-up information was performed on (B)(6) 2011 and determined the complaint was not reportable at that time. The original pump was returned on (B)(6) 2011 and given to engineering for evaluation. The pump functioned properly throughout the experiment. Another review of the complaint information and product evaluation was performed. This event is being reported at this time since the customer reported mastitis, and there is no definitive evidence the pump did or did not contribute to the reported issue.

Event description:
The customer reported that after using her pump for approximately a week and a half ago, "it is very painful and it is pinching."